Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2014 was chosen as a best estimate based on the implant date. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).. The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during a suburethral sling + cystoscopy performed on (B)(6) 2014. As reported by the patient's attorney, the patient has experienced an unspecified injury.